Event description:
Information was received from a patient using an external neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that within 5 days of having the trial done, she started having hives. She had switched to three different types of antibiotics but still had hives to this day. She was not currently on antibiotics. She saw an allergist and they were uncertain if it was the lead. She had blood work done in (B)(6) and they confirmed she had an autoimmune disorder. Patient stated a list of materials was sent to her by manufacturer representative (rep) which was very helpful. She brought it to her allergist on (B)(6) 2017. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional reported that, as an actions/intervention for the issue, the patient had seen multiple physicians (including an allergist). The patient was going take allegra (which they did fine with) and see how they did in a year. It was noted by the patient that their allergies can be temporary reaction and can resolve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon further review, it was not confirmed that the hives were caused by an implanted product, so the conclusion code has been changed. If information is provided in the future, a supplemental report will be issued.